Event description:
Surgeon performing right cochlear implant. The linvatec drill started a rapid pulsation with disconnection of the bur guard while drilling the facial recess. Indications: this pt underwent a right cochlear implantation yesterday. During the procedure, a problem with the linvatec drill resulted in a rapid pulsation of the drill with disconnection of the bur guard while drilling the facial recess. At the time of surgery yesterday, the assessment was that only some exposure of the vertical segment of the facial nerve had occurred without any actual tearing of the epineurium. The procedure was completed. When the pt awoke, he had a complete-to-near-complete right facial nerve paralysis. Because of the almost immediate and dense facial nerve paralysis that seemed not to be explainable by the amount of findings at the time of surgery, it was elected to explore his facial nerve today. Description of operation: after adequate general anesthesia by endotracheal tube, the right mastoid area was prepped and draped in a sterile manner, as for his prior surgery. The sutures were removed and the incision opened. The periosteum was then released inferiorly, and the mastoid cortex exposed. The pt's cochlear implant was still in position, and the muscle was removed from the cochleostomy. It could be seen that a small area in the vertical segment of the facial nerve was exposed, but the epineurium was not torn. This was similar to the previous findings the day before. A more thorough facial recess tympanotomy was performed, removing the bone all the way up to the incus short process. This allowed complete exposure of the course up through the tympanic segment. The stapedial muscle was identified. Decompression of the facial nerve was followed toward the tympanic segment, and it could be seen that the nerve canal was intact up toward that area. It was elected to simply decompress the nerve, which was done nearly to the tympanic segment and inferiorly several millimeters past the area of previous injury. The epinerium was then opened slightly to relieve pressure. No other obvious injury could be seen. The muscle was then placed back around the cochleostomy. The cochlear implant was never disturbed, nor the electrode removed, and it was protected with foil throughout the drilling procedure. The periosteum was closed with 3-0 vicryl suture. The skin closed with 3-0 vicryl and running 4-0 chromic suture over a 1/4-inch penrose drain. A mastoid dressing was placed. Procedure terminated. The pt tolerated it well.